Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 463 mg/dl despite a sensor glucose of 63 mg/dl accompanied by a threshold suspend activation. The patient treated via insulin pump bolus. Troubleshooting was declined for all of the customer's issues. The insulin pump was not returned for analysis.